Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain in leg"). The patient was treated with surgery (laparoscopic surgery for one right coil removal. Endometrial ablation along with it.). At the time of the report, the pelvic pain had not resolved and the pain in extremity outcome was unknown. The reporter considered pain in extremity and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-pain in leg, pelvic pain left sided, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("pain in leg"). The patient was treated with surgery (laparoscopic surgery for one right coil removal. Endometrial ablation along with it.). At the time of the report, the pelvic pain had not resolved and the pain in extremity outcome was unknown. The reporter considered pain in extremity and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-pain in leg, pelvic pain left sided, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. Therapy start date added. New event of pain added. Narrative updated. Amendment: the report was also amended for the following reason: case was by mistakenly route to distribution by cp. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain in extremity ("pain in leg") and pelvic pain (seriousness criterion medically significant). At the time of the report, the pain in extremity and pelvic pain outcome was unknown. The reporter considered pain in extremity and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - (events added from social media), pain in leg, pelvic pain left sided. Quality-safety evaluation of ptc: unable to confirm complaint.